Event description:
It was reported that a patient, who had a right rtsa, underwent a revision procedure. The patient was dislocating. The surgeon upsized the humeral component and glenosphere. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return due to hospital policy. No device images were able to be obtained. No further information.